Manufacturer narrative:
(B)(4). Method: a bent pin test was performed on the returned inspiratory limb of the complaint breathing circuit to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube. The left inspiratory heater wire pin was found to be bent inwards, preventing the adaptor from the connecting to the heater wire socket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the "electrical adapter is not fitting" into the rt329 infant continuous flow breathing circuit. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that the "electrical adapter is not fitting" into the rt329 infant continuous flow breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to retrieve the complaint device for this complaint. We will provide a follow up report upon completion of our investigation.